Event description:
It was reported during an atrial fibrillation (afib) procedure there was a shift without patient movement. Upon request, the bwi field representative provided additional information on the event. The patient was sedated. There was no information with regard to how much the map shifted. There was no error message. The map shift did not occur after the user moved the head of fluoroscopy. The acl function was on during the case. The physician did not perform a cardioversion prior to the map shift. The reference patch did not move before the map shift. No information is available regarding whether the map shift occurred during rf ablation. It is also unknown which catheter shifted nor in which direction. The problem was not solved but no catheter or cable was changed.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure there was a shift without patient movement. Upon request, the bwi field representative provided additional information on the event. The patient was sedated. There was no information with regard to how much the map shifted. There was no error message. The map shift did not occur after the user moved the head of fluoroscopy. The acl function was on during the case. The physician did not perform a cardioversion prior to the map shift. The reference patch did not move before the map shift. No information is available regarding whether the map shift occurred during rf ablation. It is also unknown which catheter shifted nor in which direction. This problem was not resolved. No catheter or cable was changed. The customer called after the case when she was outside of the hospital. The customer was advised to observe further cases and pay attention to patient setup and to provide the metal values and cali values. The issue was not duplicated during further procedures. The complaint was not confirmed. No conclusion can be drawn based on the available information. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).